Event description:
The customer reported the sys was not fluoroing. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the problem to the interconnect cable on the c-arm side. The pins for the interconnect cable were pushed in and not making good contact. He reseated them and tested the sys. The sys now operates as intended.